Manufacturer narrative:
Testing and investigation found that the option-lok male adapter was broken off. There were white drag marks on the sample and the clave indicating the user of force on the sample. Hospira completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to investigation findings, the reported issue is related to the design. The spin collar option-lok t dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). It was determined that the slightly reduced thread length may be a contributing factor in customer complaints. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter was connected to the female adapter of either an unspecified clave port or a neutron cap. It was reported that the male adapter of the clave port or neutron cap was connected to an unspecified device and was being used to deliver an unspecified solution. The customer contact indicated that a passive disinfection device may have been used on the device and that the tip of the tubing set may have been cloudy. No specific details were provided. It was reported that after forty-eight hours, the nurse changed the tubing set for an unspecified reason. The customer contact reported that when the nurse attempted to disconnect the option-lok male adapter from the female adapter of either the clave port or neutron cap, the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the female adapter or either the clave port or the neutron cap. It was reported that an unspecified volume of bleed back or blood loss may have occurred. No specific details were provided. The tubing set and clave port or neutron cap were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of critical therapy. No medical interventions were required. No additional info was provided.